Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, faded serial number label, minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
The customer reported via phone call they had low battery alarm on insulin pump. The customer's blood glucose was unknown. Troubleshoot was performed for low battery alarm. The product was returned for analysis.